Event description:
The device and attached monitor were connected to a pt diagnosed in ventricular fibrillation. The defibrillator was used to deliver energy to the pt 4 or five times in succession. Reportedly, when the equipment was placed on a shelf in the ambulance, the defibrillator spontaneously charged on its own. The pt was diagnosed with a shockable rhythm at this time, and energy was delivered to the pt. The equipment was used without further incident. The pt was not resuscitated. The rptr indicated that the discrepancy did not affect pt outcome, due to continued use of the equipment.